Event description:
A 250ml empty evacuated container was found to have approx 150cc of unk fluid. Also in the fluid was a microbial growth. The container also was leaking. The container was glass and there was a crack at the stopper & seal.